Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The inspection and testing found that due to damage of the charge coupled device (ccd) unit, the endoscope image had improper color tone. Image noise occurred due to ccd damage and the video connector was shaved. Due to damage to the control section, the angulation lever did not move smoothly. The bending section could not be firmly fixed due to damage to the forceps elevator lever. Due to looseness of the insertion tube, the connection between the insertion tube and control unit was not secured. Switch 1 was dirty and scratched. The bending cover (a-rubber) was deteriorated and chipped. Scratches were observed on the a-rubber, video connector, and control unit. Based on the results of the legal manufacturer¿s investigation, cause may have been failure of the circuit board in the control section, a defect of the circuit board in the video connector, or a defect of the system side, due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions: inspection of the endoscopic image: confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when the endoeye flex deflectable videoscope was connected during pre-use inspection, the endoscope image was poor, and turned yellow or purple. The problem was temporarily resolved by white balance, but the issue recurred. The unknown intended procedure was completed using a similar device with no delay, and no patient or user harm was reported.